Manufacturer narrative:
Additional information was received that the physician confirmed that there was no infection at the lead site. Lead migration was confirmed through x-ray. The infection the patient has was not device or procedure related and antibiotic was given for prophylaxis. The patient was prescribed pain medication. The patient underwent a revision procedure wherein a lead was replaced. The patient was reportedly doing well postoperatively. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has a knot where the leads are and it has grown a bit. It was swollen, tender to touch and painful. It was believed that the patient had some kind on infection. The patient will undergo lead revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient has a knot where the leads are and it has grown a bit. It was swollen, tender to touch and painful. It was believed that the patient had some kind on infection. The patient will undergo lead revision procedure.